Manufacturer narrative:
The pump passed the displacement test. However, the pump failed the vibrate check on the self test due to a problem isolated to the motor vibrator assembly. The pump had a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the vibration would not work. The insulin pump was set up in vibration mode. Batteries were charged and changed recently. The insulin pump did no vibrate during the self test. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.